Event description:
The pulse generator was returned due to the ¿product opened but not used¿. The pulse generator diagnostics were as expected for the programmed parameters. Review of the data downloaded from the generator indicated that the ¿pulsedisabled¿ byte was set to a value that represents a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant/explant, which may have been a contributing factor. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications . Other than the noted event (pulsedisabled), there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
Based on available information, electrocautery was not used around the generator during implant surgery prior to interrogation. The head neurosurgeon assured that he doesn´t use electro cautery for these types of surgeries for aesthetical reasons. The generator was connected to the lead inside of the pocket in the initial interrogations, but was also tested outside when premature depletion occurred, and the result was the same. The generator was not placed on the table after it was removed from packaging. The generator was not in contact with any metal tools or other metal objects after being removed from its package. The generator was received for analysis. Analysis is underway but has not been completed to date.

Event description:
It was reported that during a generator replacement surgery the system diagnostics test indicated the battery to be at end of service. The packaged generator showed ok battery status prior to implant. After several system diagnostics tests the generator went from being at end of service to near end of service. There were numerous checks, with different wands (with new batteries), different tablets, with the lead connected and also disconnected, with the resistor and the battery status result was the same. Lead impedance was within normal values. Patient was successfully implanted with a back up generator. A review of device history records for the generator shows that no unresolved non-conformances were found. Additional relevant information has not been received to-date. The generator has not been received by the manufacturer to-date.